Manufacturer narrative:
Investigations: visual inspection: deposits in the inlet spout of the progav. Measurement of surface of the housing: derformation detected: yes - measured value: -0,03 mm [tolerance (0 ± 0.02mm)] too much pressure on the valve, for example through the adjustment tool or resulting from a fall or hit to the head of the patient, can compromise the integrity of the valve. Permeability test: the test showed that the both valves are permeable. Adjustability test: the progav was found to be adjustable to all pressure settings. The shuntassistant is a fixed pressure valve, therefore the adjustability test is inapplicable. Braking force and brake function test: the braking force of the progav was within the specified tolerance and the brake function operated as expected. Internal inspection of product: after dismantling of the valves, no deposits were found in both valves. Results: based on our investigation results, we cannot identify a malfunction in the shunt system. At the time of the investigation, it was not clear to us how the mentioned functional impairment occurred. No functional deviations were detected. Deposits caused by natural substances in the cerebrospinal fluid, such as protein, blood or tissue particles, are among the known and unavoidable risks and side effects of hydrocephalus therapy. Even small amounts of non-visible deposits/proteins might compromise the integrity of the valve. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke (B)(4). From our point of view, no further regulatory actions are required.

Event description:
It was reported that a progav shunt system (part # fv441t) was implanted during a procedure performed on (B)(6) 2021. According to the complainant, the shunt system was believed to be blocked and was difficult to adjust. The patient underwent a revision procedure on (B)(6) 2022. The complaint device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: (B)(6). Weight: (B)(6). Height: 61 centimeters (cm).